Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the available information, the root causes for the ¿lateral instability of the left patella, or the subsequent full revision surgery cannot be concluded. There has been no cause or reason revealed or speculated in any of the documents provided except the osteophytes and the possibility of osgood-schlatter¿s disease. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed. Several treatments were done such as analgesics and scan tests, which ended up in a revision surgery on (B)(6) 2018. Femoral, insert and tibial were removed.